Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 12f sheath and the evar was completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of an unknown vessel using the pre-close technique. The sutures of two proglide devices were successfully placed. The unspecified procedure was completed. Reportedly post procedure, the knot was advanced and tightened on the first suture. The second suture separated when the rail end was pulled. Hemostasis was not sufficient with the single suture. Therefore, manual compression was applied for nearly 10 minutes to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.